Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, there is a corrosion in connector, damaged buttons on upper enclosure, no visible foam particles found. In addition, the inspection found connector oxide as other type of contamination. The device was routed to scrap. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device received by third party.

Event description:
The manufacturer received information regarding a dreamstation auto. The device was returned to a third party service center. During visual inspection of the device, there is a corrosion in connector, damaged buttons on upper enclosure, no visible foam particles found. In addition, the inspection found connector oxide as other type of contamination. The device was routed to scrap. There was no allegation of serious or permanent harm or injury. No medical intervention was required for the patient.

Manufacturer narrative:
Correction done to the following fields below: (device) problem code grid was change to c63263. Evaluation results code grid was change to c92097. Component code grid was change to c50115. Usage of device - n/I. Remedial action init , recall (z) number - n/a.